Event description:
The user facility reported that a thrombectomy was performed on a patient using an angio-seal device. During the procedure, the anchor did not secure a hold in the vessel and was completely pulled out with the system during retraction. No ultrasound was performed on the patient beforehand. The puncture sites were then pressed down. No damage or injury occurred to the patient.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned. The returned device includes the hemostasis sheath, carrier tube, polyfoil pouch, arteriotomy locator, guidewire. And header bag. The device was subjected to visual and functional analysis. The device is used with visible signs of blood. The hemostasis sheath and carrier tube were fully mated in rear lock position. The anchor was visible in the tip of the hemostasis sheath. The device was reset to forward lock position. The anchor deployed from the sheath. The device was reset to rear lock position, and the anchor posted on the hemostasis sheath. The anchor was manually pulled and the anchor, collagen, and tamper tube fully deployed. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).